Event description:
After electrocardiogram (ECG) was completed on patient a. Staff member "pressed" continue with same patient instead of start new patient. If the continue with same patient button is pushed, there are no automated safeguards that remove patient identification information. This information will stay loaded on the machine until acted upon by staff. In turn, these risk giving patient diagnoses and potentially procedures that do not correlate with their real pathology. Manufacturer response for electrocardiograph, mac vue 360 (per site reporter). Representative acknowledgement and sent educational videos all that do not address this risk factor.